Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in threshold values. Technical services (ts) reviewed and stated that the ventricular episodes looked like loss of capture (loc). The patient is dependent on this system. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correct in section e initial reporter and g2 report source.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in threshold values. Technical services (ts) reviewed and stated that the ventricular episodes looked like loss of capture (loc). The patient is dependent on this system. This rv lead remains in service. No adverse patient effects were reported.